Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 252 mg/dl. Customer was just wearing the pump and the pump went black. Customer inserted a new battery and the alarm appeared. Customer treated with a manual injection. Customer stated that the pump was not stored or not in use for an extended period of time. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).